Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported balloon rupture was confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. Two unused sterile nc trek devices with the same lot number, 40124g1, as the complaint device were returned for evaluation. One unused sterile nc trek device with a different lot number, 31104g1, was also returned. Based on visual and functional analysis there were no abnormalities noted on the returned devices. All three catheters held pressure without a rupture. A cause for the complaint device reported event could not be determined based on the investigation findings from the tested samples. Review of the device history record for both lot numbers did not produce any findings relevant to this report. A query of the electronic complaint handling database for both lots revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that a percutaneous coronary intervention (pci) procedure was performed. Reportedly, during post-dilatation the balloon burst during first inflation at 16 atmospheres. There was no resistance during advancement or removal of the device. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.